Event description:
The user facility reported the device was defective. Bubbling was noted in the tubing preventing the device from passing. The device was used in 2002. No pt injury was reported but the device had to be replaced.